Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm longer than 48 hours, the site was infected and high blood glucose (bg) levels rose to 20 mmol/l (360 mg/dl). The patient visited the hospital, where was treated with antibiotics (name unknown) via drip. The pod was discarded.